Event description:
It was reported that the lead became dislodged the day after implant. The physician elected to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.